Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented to the emergency room with an implantable cardioverter defibrillator (ICD) eroded through the patient's skin. The entire ICD system was explanted to resolve the issue. The patient was in stable condition throughout the procedure.